Manufacturer narrative:
(B)(4).

Event description:
The patient had a resolute integrity stent implanted. It was reported that the patient has be nauseous on and off since the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.